Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced the device not functioning properly. A revision surgery was performed during which the physician confirmed that the balloon had a hole. The physician replaced both the balloon and the pump. There were no patient complications.

Manufacturer narrative:
Correction to field d6a: implant date. Correction to field c2/d10: implant date concomitant product/therapy. UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for cuff is (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual inspection revealed that the balloon had scaling on its shell and did not pass the test. The pump passed the visual inspection with no visible damage or abnormalities detected. In the leakage test, the balloon not passed as it exhibited a tear attributed to fatigue within the scaling, while the pump passed without issues. During the functional test, the balloon was not tested due to a leak caused by fatigue within the internal scaling. However, the pump successfully passed the functional test it was concluded that the most probable cause of the complaint was a leak in the balloon due to a tear resulting from fatigue within the internal scaling. Based on the available information and analysis results, the reported observations were confirmed.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced the device not functioning properly. A revision surgery was performed during which the physician confirmed that the balloon had a hole. The physician replaced both the balloon and the pump. There were no patient complications.